Event description:
Product complication: difficulty in recovering with either recovery catheter, removed with a competitor's catheter. Time of complication: during procedure in 2005. Symptoms: none. It was reported that the stent was unable to be deployed due to extreme proximal tortuousity. The stent was advanced, the sheath covering the stent could not be retracted. A non-guidant stent was attempted without success. Due to tortuosity, the lesion was pre-dilated with a 4x30 balloon and a 8x40 non-guidant stent was successfully deployed. The lesion has been post-dilated with a 4x20 viatrec balloon. The accunet however, could not be retrieved with retrieval catheters and a non-guidant device was used to retrieve the accunet.